Event description:
It was reported by customer during routine check that cardiosave intra-aortic balloon pump (iabp) showed fiber optic sensor module failure alarm. No patient involvement

Manufacturer narrative:
Due to character limitation in e1, event site name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field: b5, h6 (medical device ¿ problem code) updated fields: b4, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code). A getinge field service engineer (fse) observed that system is showing fiber optic sensor module failure alarm. Problem found with fiber optic sensor module so replaced new one which customer had purchased the part and then checked system with demo balloon and trainer it is working fine and ready to use.

Event description:
It was reported by customer during routine check that cs300 intra-aortic balloon pump (iabp) showed fiber optic sensor module failure alarm. No patient involvement.